Manufacturer narrative:
The exposed portion of the soft cannula was found to have a kink. It could not be determined when the kink occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Leak test was performed and no leaks were observed. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod found the cannula to be bent. The device was originally reported for insulin leaking during wear.